Event description:
It was reported that the patient was seen for follow-up two weeks after implant of the insertable cardiac monitor (icm) and was experiencing pain and discomfort. Examination of the implant site showed erosion and suspected infection. The physician and patient (also a physician) elected to leave the icm implanted at that time and closely monitor the site. It was not specified whether any medication was prescribed to the patient. It was planned to reassess in one week. The icm remains in service. Additional information received indicated that at the recent follow-up, the icm implant site wound had healed well, with a scar. The icm remains implanted.